Event description:
During a knee procedure, two small pieces of the electrode broke off and could not be retrieved. Post op x-ray confirmed that the two small pieces were left in the patient. No injury reported.